Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device after a percutaneous coronary interventional procedure via a 7f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required.